Manufacturer narrative:
Investigation summary: it was reported by health professional that there is a stringy liquid substance found in the syringe. To aid in the investigation, one sample in an opened packaging blister with a needle assembly connected to it was received for evaluation by our quality team. A visual inspection was performed. At the bottom of the syringe barrel it is possible to observe the silicone that is applied to the rubber stopper. The silicone is medical grade and is applied to help the plunger rod-rubber stopper move smoothly inside the barrel. The amount of silicone seen is considered acceptable. No other defects or imperfections were observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. A device history record review was completed for provided material number 302830, lot number 1113475. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found in the syringe 20ml ll s/c 48. It was reported by the health professional there is a stringy liquid substance found in the syringe. States there was an abnormally large amount of liquid in the syringe and it was "stringy".